Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error occurred on the underlying data source. A field service engineer found that the station was experiencing a database error due to the c partition being full on the hard drive. A disk cleanup package was run via remote support to free up space and customer support service was contacted and engaged to repair the database, and the repair was successful and reported that technical support specialist performed full synchronization to resolve the issue. The system functioned as intended after both the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal error had occurred on the underlying data source. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.